Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a procedure, part of the 8fr sheath detached and required surgical removal from the patient. The procedure was being completed using a preclose technique, when the sheath was removed and the sutures were being tightened there was still oozing. The sheath was reinserted over the wire and a vascade was deployed. The sheath was then removed, however it was noted that half of the sheath was missing. Vascular surgery was called in to open the patient and remove the foreign object. The patient has been discharged.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One fast-cath introducer sheath was received for evaluation. The sheath was torn and returned in two pieces. Review of the device history record was not possible as the lot number is unknown. The cause of the sheath damage remains unknown.